Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not recognize closed door" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed lower latch switch. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the closed door during programming/setup. There was no patient involvement. No additional information is available.